Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and oversensing of electromagnetic interference (emi). A surgical revision was performed and the lead was tested via the pacing system analyzer (psa). The noise was able to be reproduced via the psa. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.